Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrode 13 was displaced, however electrodes 1-2 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode, entanglement and signal issue remains unknown.

Event description:
During an atrial fibrillation /atrial flutter ablation, upon removal of the catheters, resistance was noted and the catheters were entangled. During the procedure, mapping was done in the right atrium with an advisor¿ hd grid mapping catheter, sensor enabled with a inquiry catheter in the coronary sinus (cs). While removing the mapping catheter from the right atrium, resistance was noted. Fluoroscopy revealed the cs catheter was threaded through the hd grid splines. The catheters were untangled using fluoro and both were removed from the patient safely. The inquiry catheter was bent and therefore replaced. The hd grid looked normal and was then inserted back into the patient to map. However, electrode did not look right and was noisy. That electrode was hidden and the case was completed successfully and no adverse consequences to the patient.